Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence. On (B)(6) 2013 the patient experienced chronic urinary tract infection¿s and has a lot of urgency and leaking, constipation off and on, and sexual dysfunction. No additional information available at this time. (B)(4).

Manufacturer narrative:
It was reported that the patient experienced urinary incontinence and recurrent urinary tract infections on (B)(6) 2011. Patients symptoms worsened and was treated with vesicare (B)(6) 2012, and then treated on (B)(6) 2013 with oxybutinin for worsening episodes of leakage of urine. Urodynamic testing was done since anticholinergics have not helped and multiple sclerosis is under control on (B)(6) 2013. The patient is treated with mybetrig daily on (B)(6) 2013 and improved, she will continue 6 more treatments, then plan spinal nerve stimulator. No additional information provided at this time.